Event description:
Customer reportedly tested 270mg/dl while unconscious and the paramedics were called. A layperson treated the customer with soda and sugar while waiting for the paramedics. Upon their arrival, customer tested 64mg/dl on the paramedic's device. Paramedics administered unk treatment and transferred the customer to the hospital. Customer received additional unk treatment while at the hospital.